Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the device did not cut well and the cable was always shaking. At times, the device did not cut at all. It was not known how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The returned blade failed the sharpness test.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.